Event description:
It was reported that the patient had experienced increased pain. On the date of the report, the healthcare provider (hcp) was trying to perform a dye study, but it looked like it was filling up the pump pocket. A catheter event was reported. As a result, the pump/catheter was revised on (b6) 2015. The drug the pump was being used to infuse was unknown.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).